Event description:
It was reported that the sutures have cut through to the anchor, leaving the anchor in the bone. No significant delay or patient injury reported.

Manufacturer narrative:
One 72201541 bioraptor 2.3mm pk suture anchor device returned. The complaint stated: ¿it was reported that the sutures have cut through to the anchor, leaving the anchor in the bone.¿ the complaint does not represent the condition of the product returned. The inserter shaft is not bent. There are no sharp edges at the distal tip. Suture and anchor were attached to the handle of the inserter. They were free at the distal end. Suture is still threaded through the anchor. The anchor was fractured at the tail end where the inserter seats into the anchor. The condition is consistent with excess torque from the proximal direction and loss of axial alignment. Prep and proceeding per IFU recommendations is essential for successful use of this product. Following these recommendations is essential to a successful implant. No root cause related to the manufacturing of this device was confirmed. Additional information .

Event description:
It was reported that the sutures have cut through to the anchor, leaving the anchor in the bone. Another bone hole was required for another anchor. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.